Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The release sleeve at the distal end of the torque handle was not freely moving, indicating a damaged quick release mechanism. Although it is unlikely for the driver to rotate within the handle, the damaged mechanism may have had an effect on the accuracy of the torque limiting controls. The torque limiting handle was found to be within calibration. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a torque indicating handle had no audible clicking sound and the surgeon was unable to determine if the set screw had been fully tightened since there was no clear indicator to stop. Surgery took place (B)(6) 2017. Related to 3004774118-2017-00142.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has been returned for evaluation. Investigation is still in process. When investigation is complete, k2m (B)(4). Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, (B)(4). That a surgery took place in which a torque indicating handle had no audible clicking sound and the surgeon was unable to determine if the set screw had been fully tightened since there was no clear indicator to stop. Surgery took place (B)(6) 2017.